Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The device was implanted on (B)(6) 2014 and reached its rrt point in (B)(6) 2017. It was explanted on (B)(6) 2017 and will be returned for analysis. According to the customer, premature battery depletion occurred. Preliminary analysis of available files showed that normal battery depletion occurred on this device.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
The device was implanted on (B)(6) 2014 and reached its rrt point in (B)(6) 2017. It was explanted on (B)(6) 2017 and will be returned for analysis. According to the customer, premature battery depletion occurred. Preliminary analysis of available files showed that normal battery depletion occurred on this device.